Manufacturer narrative:
Local service engineer reported that the subject device indicated no abnormality in the outer appearance, and the subject device was returned to the customer because the reported phenomenon did not reproduce during a operation check of the device. Olympus medical systems corp. (Omsc) checked the manufacture history of the subject device, there was no irregularity found. No any further information was received at this time. If additional information becomes available, a supplemental report will be submitted.

Event description:
During an unknown hysteroscopy operation using an (B)(4), blank screen happened. Then physician changed to other similar device and completed the procedure. No patient injury reports have been found so far other than the reported device change.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-00100. The subject otv-s7proh-hd-l08e was not returned to olympus medical systems corp. (Omsc) for evaluation. Based on the information of local service engineer, omsc surmised that the mechanism of this event was the following. The subject otv-s7proh-hd-l08e has no abnormality. The image was not displayed because the connection between the subject otv-s7proh-hd-l08e and the unspecified video system center became temporarily unstable. Otv-s7proh-hd-l08e instruction manual states the corresponding method in case of an abnormality. There have been no further details provided. If significant additional information is received, this report will be supplemented.